Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway med technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 sys and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was used to treat an occluded sfa lesion. There was a dissection and the device was removed. Physician treated it with pta and stent. Plan was to discharge pt the next day.